Event description:
Philips received a complaint by the customer on the v60 indicating touchscreen issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the touchscreen was unresponsive and could not be calibrated during setup. The remote service engineer (rse) advised the customer to replace the touchscreen to resolve the issue. The customer acknowledged and the rse provided the customer with the part number to order and replace. Investigation ongoing.

Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.